Event description:
Physician reported in 2006, a pt presented with a corneal ulcer o.d. That involved the anterior stroma. The pt reported they previously used renu with moistureloc multi-purpose solution and other unspecified contact lens solutions during the past few months. Results of the initial stains and cultures from the ulcer were negative. The ulcer worsened over the next few days and appeared to involve the anterior and posterior stroma. The following monht, a second set of cultures and stains were performed. Cultures were taken from the ulcer, contact lens and lens case. The pt was started on topical amphotericin, natamycin and oral intraconazole that day. The contact lens and case were positive for fusarium. The ulcer was negative for fusarium. Despite medical therapy, the corneal infiltrate worsened and began to extend peripherally deep into the cornea along descemet's membrane. The pt underwent a penetrating keratoplasty to remove a deep, progressive fusarium infection. Post operatively, the pt was treated with antifungal therapy which was gradually tapered. Two months later, there was no evidence of a recurrence of the infection.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarim recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.